Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The product previously reported was the pump. The correct product is the cartridge. Brand name: insulin infusion cartridge. Common device name: insulin infusion cartridge. Model # anm ir1200/1250/2020/otp cart.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that loss of prime alarms had been emitted by the pump. The reporter was advised to change the cartridge using one from a different box and contact customer technical support if the issue continued. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.